Manufacturer narrative:
H3: product analysis #706550415: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel. As found condition: the pipeline flex shield was returned inside the inner pouch, a sealed bio-hazard bag, and a shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal and proximal ends of the braid were fully opened and frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. No other anomalies were observed. Conclusion: based on the returned devices, the customer complaint was confirmed that the pipeline flex shield was damaged. From the damages seen on the pushwire (kinking/bending), braid (fraying), and hypotube (stretching), it appears there was a high force used. These damages may have occurred when the customer attempted to advance the pipeline flex shield through the catheter against resistance. However, the cause of resistance could not be determined. Possible resistance causes include vessel tortuosity and lack of continuous flush with heparinized saline during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had a giant fusiform aneurysm in the c7 segment. After the surgeon sent the p27 stent c atheter through the lesion, he released the stent according to the standard procedure. During the release process, it was found that the distal position of the stent had slipped a bit. The surgeon then decided to retrieve the stent and release it again. However, during the retrieval process, it was found that the stent could not be retrieved to the distal end of the stent smoothly. After taking out the stent system, it was found that there was a problem with the tip end and the stent had been dislodged. Then a new ped2 4.25-20 was replaced, and the surgery was completed successfully. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a fusiform, unruptured c7 segment fusiform giant aneurysm with a max diameter of 7.2mm and a 12mm neck diameter. The landing zone was 2.74mm distally and 4.1mm proximally. Angiographic result post procedure was normal. Ancillary devices include a 8f mp cordis guide catheter, taijie weiye company microcatheter, and stryker guidewire.